Event description:
Related manufacturer reference number:2017865-2025-27877. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. During lead revision procedure insulation damage was noted on patient's atrial lead. Both leads were explanted and replaced. The patient was stable.